Event description:
An image reading was performed by a medical director at depuy synthes. He stated ¿I reviewed the complaint report and x-ray images. I can confirm the plate breakage.¿

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported approximately three weeks post-operatively the patients plate broke. The plate was removed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (plate). The investigation included the review of manufacturer documents, technical drawings, raw material inspection sheets and evaluation of the proximal fracture surfaces of the implant by scanning electron microscopy. Based on the topography of the fracture surface, we can conclude that the plate was subjected to moderate axial and dynamic bending loads (one-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 95 deg dhs plates ¿ 8 holes/146mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.